Event description:
It was reported that alarm 01 occurred, and upon investigation, the caller confirmed that their blood glucose level did not exceed 500 mg/dl. The caller was instructed to verify cracks on the original cartridge but found none. However, the original cartridge was available for return, and technical support planned to process a return for it. The caller successfully loaded a second new cartridge and was able to resume insulin without any issues.